Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapy. Their gastro paresis flared up really badly and the patient could not keep anything down and had been throwing up a ton. It was noted that these symptoms were sudden in onset. The patient went to the hospital four days prior to this report to get fluids to help with the dehydration. They stayed overnight and came home the next day. The patient was still not able to keep anything down. There was no falls or trauma related to this event. Additional information received from the health care provider (hcp) reported that the patient had sudden return of nausea. . The implantable neurostimulator was interrogated. The device was on and providing delivered amplitude. The therapy measurement box was 582 ohms, 5.0ma, 3.1v. Additional information received from the manufacturing representative reported that the patient was in the hospital on (B)(6) 2015 and had not had their device checked in several months.